Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of swg kinked was not able to be confirmed by the photos. The photo only shows a kinked catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire. Do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The customer report of swg kinked was not confirmed by visual inspection of the customer supplied photos. The image provided by the customer shows a swg but no evidence of kinking was observed. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, while performing puncture on the patient, the physician tried to retract the swg so that the catheter could be placed, but the swg did not return. After many unsuccessful attempts to remove the swg, the physician took out the swg with the catheter and found out that both the swg and the catheter were kinked. The catheter was replaced, and a puncture was performed again. The patient was fine with no scars, and no complications were reported.

Event description:
It was reported that, while performing puncture on the patient, the physician tried to retract the swg so that the catheter could be placed, but the swg did not return. After many unsuccessful attempts to remove the swg, the physician took out the swg with the catheter and found out that both the swg and the catheter were kinked. The catheter was replaced, and a puncture was performed again. The patient was fine with no scars, and no complications were reported.

Manufacturer narrative:
Qn#(B)(4).